Event description:
On (B)(6) 2012, the patient contacted animas alleging that the up arrow and down arrow keypad buttons have been intermittently unresponsive for the past six months. The patient confirmed that the keypad is intact. The patient reportedly wears the pump in a pocket and cleans the pump by rinsing it in the sink. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 11/21/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012/2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts.